Event description:
During preparation of this balloon catheter, it was noticed that there was a leakage of saline from the body of the catheter. The exact location of the leakage is unk. There is no information as to how the packaging was handled previous to opening. The product was not used in the pt, as per the qualrap, no additional information is available.